Manufacturer narrative:
(B)(4).

Event description:
The patient was receiving ifc therapy to her neck for physical therapy when she reported getting a "kick" to the chest. Patient had no other symptoms or pain. This device remains actively implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegm demonstrated oversensing of signals with low amplitude which was detected as vf. Based on the characteristics of the signals and considering the physical therapy mentioned in the complaint description the electrical signals most likely resulted from an external source. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.